Event description:
During a colostomy closure procedure, the staples did not come out complete. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.